Event description:
Customer reported having an issue with reservoir leaking near the barrel/plunger area. Customer also stated that plunger was difficult to unscrew. No further details provided at time of call.